Manufacturer narrative:
The complaint device was received and evaluated. Visual observation confirms the distal tip is broken. Moreover, the device appear to be worn and heavily used, as the laser marking on the device is slightly faded but still legible. This device is made of (B)(4) and from past investigations it has been determined that this type of failure can be observed with applying excess force while using the device. Other than this possibility, a root cause cannot be determined. Furthermore, no lot numbers were supplied which precludes conducting a batch history review or a lot specific search in the complaints handling system. Based on the complaint history for this failure, at this point in time, no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
During the surgery, the product has been used to position the drill. The tip of the product broke off and had to be removed by the surgeon. The surgery could be finished without any other problems. No harm was done to the patient. This extended the procedure by 5 minutes. Femoral hole could be drilled and product was not needed anymore. Additional information from the affiliate - the tip broke inside the knee joint and lay on the lateral plane of the tibia bone. Surgeon grabbed tip with a clamp and removed it in total. Device had done its duty, and procedure was finished as planned.

Event description:
During the surgery. The product has been used to position the drill. The tip of the product broke off and had to be removed by the surgeon. The surgery could be finished without any other problems. No harm was done to the patient. This extended the procedure by 5 minutes. Femoral hole could be drilled and product was not needed anymore. Additional information from the affiliate - the tip broke inside the knee joint and lay on the lateral plane of the tibia bone. Surgeon grabbed tip with a clamp and removed it in total. Device had done its duty, and procedure was finished as planned.

Manufacturer narrative:
Attempts have been made to retrieve additional information about the event and device. The additional information will reportedly be forwarded to depuy mitek; however, it is not known if it will be received within the 30 day reporting requirement, therefore, depuy mitek would like to file this initial medwatch report at this time. When and if additional information is received it will be reflected in a follow-up medwatch report. Awaiting return.